Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released during use. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to a solid black color. The physician¿s thumb was not placed on the plug deployment button during retraction. The indicator window showed red color during retraction, and the exoseal vcd was securely locked with the vascular sheath introducer. When depression of the button was attempted, the button would not depress at all, would only depress partially, and was difficult to depress but was able to be depressed fully. The button was pressed when the window was showing black/black, and the window was not showing red when the button was pressed. The plug was partially off the device and fell out of the shaft when the device was removed. The device was attempted to be deployed outside the patient¿s body, and the plug fell out. The procedure used an antegrade approach. The operator was trained in the device. The exoseal vcd was used in an interventional procedure and was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is not yet available for analysis, pending device return. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.